Event description:
It was reported that a clearlink system continu-flo solution set was leaking from the middle port. The leak was discovered during chemotherapy infusion. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Device manufacturer address 1: (B)(4). The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
H10: the device was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. All components are correctly placed and according to specifications. Functional testing was performed including pressure testing and clear passage testing with no issues noted. Priming was also performed, and the results were satisfactory. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.